Event description:
It was reported the spring wire guide was kinking during use. No patient harm reported. A new spring wire guide was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported the spring wire guide was kinking during use. No patient harm reported. A new spring wire guide was used. The patient's condition is reported as fine.